Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insulation of the left ventricular (lv) lead was damaged during the implant procedure. The lv lead was explanted and replaced to resolve the event and the patient was in stable condition.